Manufacturer narrative:
(B)(4). The device will be investigated by a maquet technician. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during training so there were no patient involved. (B)(4).

Manufacturer narrative:
The reported incident occurred during a customer training. There was no patient involvement. The device has not been investigated by a maquet technician or returned to the manufacturing facility. The initial reporter,fms, corrected any issues and returned the device to the customer ready for use.

Event description:
(B)(4).